Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent pulmonary artery percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and none calcified right lower lobe of the lung. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, in the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.